Event description:
Caller states patient tested 3.7 inr and 2.6 inr on coaguchek xs system 1, and 2.6 inr on coaguchek xs system 2. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 21157111, expiration date 07/31/2013). (B)(4).